Event description:
Information received by medtronic indicated that the was air ingress during aspiration of the sheath. This occurred after introducing the sheath over the guide wire, advancing the sheath and the dilator into the left atrium, removing the dilator and guide wire and aspirating and flushing the sheath. The issue did not resolve after many aspirations and flushes, and the sheath was replaced. There were no issues with the replacement sheath and the cryoablation procedure was completed. There were no patient symptoms or complications related to the event.

Manufacturer narrative:
The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
The returned catheter was visually and functionally tested and passed the inspection as per specification. The reported air ingress during aspiration could not be reproduced. Multiple aspirations / injections were performed without air bubbles or leaks; hemostatic valve was leak tight. Valve assembly was leak tight as well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.